Manufacturer narrative:
Visual inspection was performed. Subject device was returned without anchors or sutures. Evaluation indicated that the actuator was fully advanced. Examination confirms that subject device actuated as intended. Per results of the investigation, no root cause of the complained issue could be established in relation to the manufacturing process. Therefore, at this time, no further investigation is warranted. (B)(4).

Event description:
During a meniscal repair/acl procedure utilizing the ultra fast-fix assembly - curved, it was reported that the surgeon discovered via arthroscopy after deploying that t1 was inserted but would not stay anchored on the capsule of the meniscus. Surgeon tried to move about t1, and in doing so it came loose. The surgeon had to cut and use graspers to take hold of both t1 and t2 from the patient. It was reported that there was a 30 (thirty) minute delay in the procedure. Surgery was completed with a backup ultra fastfix peek curved needle delivery system w/split cannula. (B)(4).